Event description:
It was reported that the peek cranial implant did not fit properly upon placement. A surgical delay of five minutes was reported. No adverse consequences or any medical intervention were reported at intake.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.